Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure for 1 minute, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.